Event description:
Review of the article "complications following incisional glaucoma surgery, minimally invasive glaucoma surgery, and cycloablative procedures: a 13-year retrospective review" from the digital journal of ophthalmology noted the following events "1 eye had endophthalmitis, and possible vision loss."

Manufacturer narrative:
Clarification to d.6a.: between january 1, 2010, and november 11, 2023. Clarification to e1 - email: (B)(6). Article citation: adetunji, modupe o., and jullia a. Rosdahl. ¿complications following incisional glaucoma surgery, minimally invasive glaucoma surgery, and cycloablative procedures: a 13-year retrospective review.¿ digital journal of ophthalmology, vol. 32, 30 mar. 2026, pg. 1-7. Https://doi.org/10.5693/djo.01.2025.03.002. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.